Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing, resulting in false asystole episodes. The device was reprogrammed. The patient would be monitored.